Event description:
During removal from the pt two suture strings from the catheter separated and remained in the pt. The pt had empyema and the strings could have became caught or encrushed in that. The pt went home and elected to have the strings surgically removed at a later date. The surgery is scheduled for a week in 2006.